Manufacturer narrative:
The event occurred in united states of america during treatment. It was reported that the backup battery of the rotaflow console was battery was draining rapidly when not plugged in. The patient was swapped to a different unit. No harm to any person has been reported. Several attempts or good faith efforts (gfe) were made to obtain further information beyond the initial event description. The customer is not responding. The affected part was not made available for further investigation at the manufacturer, because there was no repair. However, the failure mode can be linked to the following most possible root causes according to the rotaflow risk management file. Battery power failure e.g.: - defect batteries - power supply board failure - user forgot recharge - defect of charger unit based on the results the reported failure " battery was draining rapidly when not plugged in" could not be confirmed. The review of the non-conformities has been performed on 2026-04-13 for the period of 2013-04-24 to 2026-02-20. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2013-04-24. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred during treatment. It was reported that the backup battery of the rotaflow console was battery was draining rapidly when not plugged in. The patient was swapped to a different unit. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2013. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.